Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 415 mg/dl at the time of incident and the other blood glucose level was 243 mg/dl. Customer did not wish to continue troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that for the last 2 days, her numbers are unusually high where in to the point that she had to manually inject herself. The insulin pump will not be returned for analysis.